Manufacturer narrative:
(B)(4). Date sent: 07/30/2020. D4: batch # t5af0j. Device analysis: the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60d reload loaded on the device. The reload was received unfired. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device opened without any difficulties noted. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please provide device information (product code, lot# or batch#)? Model# 04plee60a, lot/batch# u93t38. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? With an additional incision/trocar placed and a slightly larger portion of tissue resected than was planned. Additional echelon stapler and reload were opened and used. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Safety release was non-functional. Did the jaws eventually open? No. Was the post-operative care of patient was altered in any way due to the event? No, the patient had a normal recovery and there were no complications.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the jaws of the device were closed on tissue and would not open. The reverse button and manual override were tried and neither worked. A second like device was used to cut around the stuck device, but the jaws would not close completely. A third like device was used to cut the stuck device out with no patient consequences reported.